Event description:
Injuring upper lip [lip injury]. Brush heads have fallen off while I'm brushing - oral-b [device breakage]. The metal pin has gotten thinner - oral-b [device physical property issue]. Female consumer via phone stated that her brush heads fell off while brushing with her genius 8000 and injured her upper lip. The metal pin also got thinner. No serious injury was reported.

Manufacturer narrative:
09-dec-2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Female consumer via phone stated that her brush heads fell off while brushing with her genius 8000 and injured her upper lip. The metal pin also got thinner. No serious injury was reported.